Manufacturer narrative:
(B)(4).

Event description:
Additional details were received from the boston scientific representative who performed the explant procedure. It was reported that an orange wrench was used first and ratcheting was heard; however, they were unable to loosen the setscrew. Next, he used a non-torquing wrench, which became bent. The setscrews were taken out of device but the terminal pins of the leads were still stuck due to suspected adhesion between seal rings. Finally, the header was broken and the terminal pins were pushed out with a tool. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the rv ring and tip setscrews as well as the ra tip setscrew show no signs of cross threading or being stripped and all moved freely. The ra ring capture washer is volcanoed up indicating that the setscrew was over torqued in the up/loosening direction. The ra ring setscrew hex slot is also stripped/rounded, but it did move freely upon arrival in the laboratory. The device header was separated from the device and destroyed by the use of a bone saw during explant. It was determined that all damage sustained by the device header was induced.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, all four setscrews were found to be stripped. A non-torquing wrench was utilized without success and the device header had to be cut off to release the associated leads. The integrity of the leads was confirmed and the leads remains in service. A replacement device was implanted without further incident. No adverse patient effects were reported.